Event description:
Customer called stating that they had gone to the hosp, because of this meter. The customer refused to give co any further information, they said was not co's place to know. Customer asked to return meter for further evaluation, and a replacement was provided.